Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck in the preparing to prime loop. The customer also reported that the numbers that usually come up on the display did not appear. Blood glucose level at the time of the incident was not provided. The insulin pump will not be replaced and the customer will not return it for analysis.